Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he has experienced low blood glucose. Customer stated that he treats with manual injection and by bolus with the insulin pump. Customer inquired if the insulin pump taked into consideration the insulin administrated by injection. Customer was advised that the device stores the information of bolus dose given through the insulin pump only. Blood glucose value was 50 mg/dl; customer ate pasta. Current value was 157 mg/dl. Nothing further reported.